Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6). Product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 97715, serial/lot #: (B)(6), ubd: 28-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was about a month ago the patient noticed that one of the leads on their right side was no longer working. Patient noted that they have to increase the voltage on that side more often. Patient stated it feels like the strand on my right side has lost another electrode. Pt has needed to increase the voltage on the right recently to get the same effect/feeling almost every charge cycle while no adjustments are needed to the left. The patient was redirected to their healthcare provider to further address the issue. Patient service specialist provided patient with nas phone number.